Event description:
It was reported that during a da vinci si surgical procedure, the wire of the large needle driver instrument was protruding. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken grip cable. One grip cable is broken at the distal idlers. The idler pulley spins freely. The idler pulley rim was also observed to be slightly worn out. The instrument has 5 uses left. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.